Manufacturer narrative:
(B)(4). Batch #: r59j5m. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested that received: what were the indications for surgery? Wedge resection. Did the patient undergo preoperative radiation or chemo? Awaiting answer. Is the cartridge product code available? Ecr60g. Does the surgeon feel that the tissue was thicker or denser than expected? Normal. Were the forces to close and fire higher than expected? Handle didn't feel normal. Please clarify what is meant by ¿not apposed in the middle¿. The tissue edges were not apposed and a gap in the middle. Please explain how the firing felt different. Handle potentially felt loose; hard to recall, didn't feel as it usually does. Does the surgeon wait 15 seconds prior to firing? 10-15 seconds. What was the reason for the extended hospital stay? Air leak. Does the surgeon correlate the extended hospital stay with the issues experienced with device? As the staple line didn't appose lead to an air leak, it may have been device or patient factors; unsure. What is the current patient status? Awaiting answer.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Did the patient undergo preoperative radiation or chemo? Is the cartridge product code available? Does the surgeon feel that the tissue was thicker or denser than expected? Were the forces to close and fire higher than expected? Please clarify what is meant by ¿not apposed in the middle¿. Please explain how the firing felt different. Does the surgeon wait 15 seconds prior to firing? What was the reason for the extended hospital stay? Does the surgeon correlate the extended hospital stay with the issues experienced with device? What is the current patient status?

Event description:
It was reported that a wedge lung resection procedure was being carried out. The stapler was loaded with a green cartridge for the first firing and the stapler locked out, stapler was reloaded and the stapler worked fine. 2nd & 3rd firing green staple reload was used- staples deployed, however the staple line opened up(surgeon reports the handle firing felt different). Staple showed at the bottom and top but not apposed in the middle. 4th firing was black cartridge which deployed and worked as expected. Staple line was oversewn. Patient remained in hospital for a longer period of time.